Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Manual "try it" testing was performed and failed. A manual test by setting the sound level was performed and it failed. Drop testing was performed and it failed. A global receiver functional test was performed, and it failed the speaker tests. The receiver case was opened for an interior inspection, and failed. Speaker resistance was measured and it had high resistance. The receiver log was downloaded and log review failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.